Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified left common femoral artery (cfa). The lesion was predilated with sterling es 2.0x20mm and 3.0x20mm balloons. The lesion was then dilated with a peripheral cutting balloon 4.0x15mm. Intravascular ultrasound was performed and a sterling 5.0x40mm balloon was advanced to the lesion. The balloon ruptured upon the second inflation to 10atm. The procedure was completed with a sterling 6.0x20mm balloon. No patient injuries were reported and the patient's status is good.

Event description:
It was further reported that the balloon was inflated to 6atm one time and ruptured.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received for analysis. The batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).